Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient said their patient programmer wasn't working- they were trying to increase the stimulation and they said it wasn't increasing. The patient was trying to increase the settings on the group adjust and did not realize it was increasing all groups at the same time because they couldn't see the numbers. The voltage was increasing as it should. They increased stimulation to 4.45 volts on program 1 for the right side where they could feel stimulation. When they increased the stimulation on the left side on program 2 they weren't feeling stimulation. The patient said they fell two and a half weeks ago and were redirected to follow up with their healthcare professional to have their system checked to see if the leads had moved or why they couldn't feel stimulation on the left side. They reported feeling more pain and that this was a sudden change in therapy/symptoms. They turned the stimulation into MRI mode while they were on call so that it was ready for their MRI and they could feel the pain more since the stimulation was off. The MRI was unrelated to their device or therapy. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient stated the programmer battery went dead and they finally got stimulation up so they can feel it. The caller clarified they put new batteries in the programmer, but they could not feel stimulation. The patient could barely feel stimulation and they were walked through how to make adjustments using the patient programmer. The patient was seeing the sync screen, so they pressed the sync button. The patient saw "c" is active, but there was no score on it because it had straight lines on the bottom of the screen. It was reviewed how the patient can navigate the patient programmer so they can see the actual numbers instead of the lines. Troubleshooting resolved the issue and the patient stated they feel much better. No further complications were reported.